Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, patient was revised due to instability. Insert thickness was increased from 9mm to 13mm.